Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited an "upstream occlusion" alarm. No adverse patient effects were reported.